Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -7.50 diopter, implantable collamer lens, into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown. Reportedly, all fine. Patient is happy. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -07.50 diopter, implantable collamer lens, into the patient's left eye (os) on (B)(6) 2021. Low vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.